Event description:
Related manufacturing ref: 3005334138-2024-00304. During an atrial tachycardia procedure, deflection and insertion difficulties were noted which caused a delay in procedure. Following insertion into the patient, the introducer would not rotate and the auto lock did not function. Another introducer was then inserted into the patient with some resistance. Upon removal from the patient, it was noted that the tip was frayed. A third introducer was then used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath rotated in both directions when actuating the steering mechanism and was able to hold the curve with no assistance. No locking issues were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported deflection issues and subsequent delay remains unknown.